Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6), 2022. During the procedure, a zero tip basket was used in an attempt to remove stones in the kidney. However, a piece of the basket broke off into the patient. The broken piece was then taken out from the patient. There were no patient complications reported as a result of this event.